Manufacturer narrative:
The patient experienced the peritonitis on an unspecified date ¿last winter¿. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for more than 20 days for the event. On an unreported date, the patient was recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as abdominal inflammation. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics (no further details). At the time of this report, the patient was not recovered from the event. Dianeal therapy was ongoing. No additional information is available as the reporter declined follow up.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.